Event description:
It was reported that with the device error code 41786 was showing. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 41786. No relevant service history. Review of event log found error code 41786. Complaint of error code 41786 cannot be confirmed through functional testing. Probable cause was a software issue. Device passed all testing criteria. Software updated.